Manufacturer narrative:
Results - are based on evaluation of user facility information and the returned sample; evaluation of the retained sample. Conclusion - based upon evaluation of the returned sample; evaluation of the retained sample. The involved device was returned to the manufacturing facility in (B)(4) for further evaluation. Inspection and testing of the returned sample confirmed that the large and small balloons had been stretched and then torn along the area where the two balloons had been welded. Evaluation of non-damaged areas of the returned sample and of the retained sample confirmed that there were no other anomalies or defects. A review of the device history records confirmed that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot number has not been reported previously. While the cause of the reported event cannot be definitively determined based on the available information, the appearance of the returned sample is consistent with damage due to the user applying an excessive pulling force, resulting in the tear between the two balloons. It is theorized that the balloons may have been stuck together and too much force was used to separate the balloons. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).

Event description:
The user facility reported that the tr band would not hold air when it was being inflated to assist with achieving hemostasis following a procedure. The following information was provided by the user facility: the tr band was placed to assist with achieving hemostasis on the right puncture site; the band would not inflate; the initial band was removed and radial pressure was held; a second band was placed and successfully inflated to achieve hemostasis; and there was reportedly no injury to the patient.